Event description:
It was reported that a full revision is planned for a vns patient due to a lead issue. The review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The review of the available programming history did not reveal any anomalies. Follow up indicated that the reason of the planned generator replacement is probably a battery depletion. The lead impedance was high and no current measurement was possible on (B)(6) 2016. It was reported that the patient no longer feels the vns stimulation since about (B)(6) 2016. A battery life estimation showed that the battery is not depleted.

Event description:
The reported fracture of lead was not verified within the returned lead portion. Prior to the decontamination, a continuity check performed between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper contact between the setscrew and the lead pin was present. Other typical wear and explant related observations; no other anomalies were identified in the returned lead portion. The review of the ram/flash data downloaded from the pulse generator shows an indication of increased impedance on (B)(6) 2016. In the pa lab, the magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the pulse generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.949 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the memory locations revealed that 29.300% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Further information was received indicating that the patient underwent full replacement surgery on (B)(6) 2016. The lead was replaced due to high impedance and the generator was prophylactically replaced. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1600 ohms. The explanted devices were returned to the manufacturer on (B)(6) 2016. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
Corrected data: the initial submitted MDR inadvertently provided an incorrect date of the report.